Event description:
It was reported that the device has a bubbled downstream occlusion (dso) seal; however, the device evaluation found a delaminated downstream occlusion seal. Device needs to be sent to ICU for further evaluation/repair. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.